Manufacturer narrative:
Device alarmed failed battery test during battery insertion due to faulty battery tube. Unable to test for motor error alarm, auto off alarm and the operating currents or perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to failed battery test alarm. Motor passed motor test. Device had broken battery tube threads, a cracked display window, cracked reservoir tube, cracked reservoir tube window and cracked case at display window corner (all corners).note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had been having high blood glucose. Customer's blood glucose was 497 mg/dl. Found motor error alarms and failed battery auto off alarms in history. Customer reported there was cosmetic damage on the device. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.